Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the infusion sets not staying on. Customer stated that it comes right off and does not stick. Customer woke up one night and the set came out while she was sleeping. Customer had ketones in the morning and had to miss school the next day. Customer was at work and her mom called the help line. Customer will call back for assistance. Insulin pump will be replaced. No additional information provided.